Event description:
The customer reported the ventilator was received with a note reporting the unit shutdown during testing. Review of the device diagnostic history noted a prior occurrence of a power issue that indicated the ventilator shutdown while in normal ventilation mode and power was then restored. The device diagnostic history noted the ventilator had been operating on the internal battery and the device alarmed due to a low battery condition. The occurrence was not previously reported by the customer and there was no patient harm reported. The manufacturer's field service engineer completed a full performance verification and the device passed to operating specifications.